Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of over 600 mg/dl. He was hospitalized three times for high blood glucose levels. He was also hospitalized around (B)(6) 2014 and on (B)(6) 2015 his blood glucose level went up to 800 mg/dl. His insulin pump was not working and it was not delivering insulin. He received a lost sensor and a sensor end alarms. The customer was wearing his insulin pump at the time of the 911 call. He threw his insulin pump away. He also experienced low blood glucose levels. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-03543 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.